Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, after implanting a 23mm edwards pericardial valve, intra-operative echo assessment revealed mild to moderate pvl. Surgery was converted from partial sternotomy to full sternotomy to allow improved access to the valve and allow for closure of the patient¿s patent foramen ovale. The etiology of the pvl was not immediately identified, but after removal of the first pericardial valve, the surgeon discovered some residual calcium at the commissure of the left and non leaflet. Additional debridement was performed and a larger edwards pericardial valve (25mm) was placed with satisfactory intra-operative echo assessment.

Manufacturer narrative:
X-ray. Device evaluation summary: the explanted device was received and visually evaluated at edwards. As received, the valve had 3 nicks on leaflet 3 near commissure 1, nicks were approx 1-2mm in length. Nicks did not penetrate through the entire thickness of the leaflet. Mechanical damages were observed on the free margins of leaflets 2 and 3 near all three commissures. Damages appeared to be serrated, and ranged in length from 2-4mm. The observed inconsistencies are likely due to the explant/implant procedure, and not related to the reported event. Additional manufacturer narrative - paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, and cannot be confirmed via visual observation of an explanted valve. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. In this case, it was reported that additional calcium debridement was performed and a larger valve was implanted with no further complications. There is no information to suggest a device malfunction or quality deficiency related to this event. Edwards will continue to review and monitor all events.